Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replaced the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole and broken fabric threads due to wear in the middle section. The outer sleeve was detached in the middle of the cylinder as a result of wear. Additionally, the first cylinder had wear at the fold on both the proximal and distal ends. The first cylinder had a leak from wear in the middle of the cylinder. The second cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The second cylinder had wear at fold on the proximal end, middle section, and distal end. However, no leaks were identified. The pump was microscopically inspected, and leak tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. Additionally, the pump krt was worn to the filament, but no leaks were identified. The reservoir was microscopically inspected, and leak tested. The reservoir had wear at fold in reservoir shell; however, no leaks were identified. Based on the information available and analysis results, the leak from wear identified in the first cylinder could have caused or contributed to the reported clinical observation of device, fluid leak. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. A surgical procedure was performed to remove and replaced the ipp. No patient complications were reported.